Event description:
It was reported by the healthcare professional in china that during an arthroscopic repair of labrum injury procedure on (B)(6) 2023, it was observed that the anchor on the gryphon p br ds anchor w/orthocord device was broken off upon opening its package. During in-house engineering evaluation, it was determined that the anchor was broken and with foreign matter presumably biological matter. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: both photos and complaint device were received and evaluated. Photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual analysis of the first photo reveled that the device is over its outer packaging, the shaft as well as the handle do not show structural anomalies. Second photo shows the anchor, it was cracked the device tray as well as the desiccating were not observed. Based on the visual inspection, this complaint can be confirmed the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received only with its outer packaging, the tray and the desiccating were not returned, the devices was also received in used condition. It was evaluated. When performing the visual inspection, it could be that the anchor is broken, foreign matter was noted in the anchor, presumably biological matter. The rest of the device do not show structural anomalies. An unused device was reported, however visual inspection reveled that it was in used condition, the anchor shows foreign matter. This complaint was confirmed based on the fact that the anchor was found broken. A manufacturing record evaluation was performed for the finished device lot number 166l286, and no non-conformances were identified. The manufacturer performed an investigation with the photos provided by the customer with the following results; a training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. Effect of having an anchor broken upon code 210813 has been evaluated in the wi-6474 rev y by combining probality and severity levels. (B)(4). This risk is acceptable. The analysis showed that the production controls implemented guarantee 100% detection of this type of problem if it was generated in neuchâtel. 100% control according to the procedure sws-0525 rev4. 100% control according to the procedure sws-0555 rev8. 100% control according to the procedure sws-0556 rev2. 100% control according to the procedure sws-0538 rev5. Multiple 100% control. We can conclude that it is highly unlikely that these defects were generated during the manufacturing process. The bounding is limited to this part because the analysis of the complaint shows that there is no other case of defect for these lots. A manufacturing investigation activity was conducted to determine if there were any internal processing issues that may have contributed to the nature of the product complaint. In the photos we can see that the product is not in the packaging, neither the tray nor the desiccant. The defect could have been created after removing the product from the tray and desiccant that protects the product. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated processes. The root cause is not related to manufacturing. The possible root cause for the broken anchor can be attributed procedural variables, such handling of the device or product interaction during procedure; axial misalignment may have occurred and consequently the anchor breakage. As per IFU: axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.